Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device replacement procedure, the leads were stretched out and the right atrial (ra) lead insulation was damaged as the pacemaker was removed from the device pocket. It was noted that the right ventricular (rv) lead was not damaged, and both leads were then connected to the replacement device. Ra lead measurements were stable and there was no reported noise. Additionally, the superior vena cava (svc) was occluded, thus it was not possible to place new leads and the procedure was completed. This ra lead remains in service and will continue to be monitored at this time. No adverse patient effects were reported.